Manufacturer narrative:
A further clinical review of the event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted. The lot met all release criteria. This is the first complaint for lot anxe2066 for deployment issues. The investigation is confirmed for deployment failure and outer catheter break, based on the condition of the returned sample. The stent graft deployment could not be functionally tested, as a break was identified in the outer sheath of the delivery system. It is unknown when or how the outer sheath broke. As such, the definitive root cause of the reported event is unknown based on the available information. It is unknown whether procedural issues contributed to the event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during deployment of a vascular stent graft in an a-v graft, difficulty was encountered while trying to retract the outer sheath. During continued attempts to deploy the stent graft, the outer catheter tore and the stent graft could not be deployed. The entire system was removed and another stent graft was deployed successfully without incident. There was no reported patient injury.